Event description:
It was reported that the patient underwent a routine cardiac transplantation on (B)(6) 2024. The device operated as expected and would be returned for evaluation. During evaluation, it was identified that there was superficial damage to the outer jacket and a fully fractured red wire inside the nipple of the pump housing.

Manufacturer narrative:
Section e1: reporter contact information was not available. Manufacturer's investigation conclusion: the account reported that the patient was routinely transplanted on (B)(6) 2024. No device related issues were reported or identified during the evaluation of heartmate ii left ventricular assist system, serial number (B)(6). (B)(6) was returned assembled with the driveline severed approximately 6.5¿ from the pump housing. A distal portion of the driveline was returned in one segment measuring approximately 31¿ in length. The distal half of the flex section and inlet elbow were returned attached to the pump¿s inlet port. The proximal half of the flex section and inlet tube were not returned. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. There were incidental findings of superficial damage to the outer jacket and a fully fractured red wire inside the nipple of the pump housing. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Although no device-related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.